Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), pelvic adhesions ("adhesions") and scar ("scarring"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, menorrhagia, pelvic adhesions and scar outcome was unknown. The reporter considered abdominal pain, menorrhagia, pelvic adhesions, pelvic pain and scar to be related to essure. The reporter commented: she had received treatment for following events" chronic pelvic pain, abdominal pain, menorrhagia (heavy menstrual bleeding), scarring". Insertion date: (B)(6) 2006 (discrepancy noted). Removal date: (B)(6) 2015 (discrepancy noted). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-apr-2021: mr received: reporter information and rcc note added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), pelvic adhesions ("adhesions") and scar ("scarring"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, menorrhagia, pelvic adhesions and scar outcome was unknown. The reporter considered abdominal pain, menorrhagia, pelvic adhesions, pelvic pain and scar to be related to essure. The reporter commented: she had received treatment for following events" chronic pelvic pain, abdominal pain, menorrhagia (heavy menstrual bleeding), scarring". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-sep-2019: plaintiff fact sheet received. The case is incident. Previously reported ¿injury¿ was updated to more specified event¿ chronic pelvic pain, abdominal pain, menorrhagia (heavy menstrual bleeding) and scarring¿. Reporter¿s information, demographics, essure indication (amended) and essure insertion date (updated)/removal date were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.